Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010 including an ipg. It was reported the patient is without stimulation. She is also having difficulty recharging her ipg. The patient was sent a new charger to help resolve the issue. Attempts to gather additional information were unsuccessful. No further information is available at this time.